Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash valve solenoid valve to resolve the leak. The instrument software version is 5.4. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported leaking from reagent probe a on their unicel dxc 600 pro synchron system. The customer stated the leak was uncontained with fluid found in the reagent probe drip tray which leaked to the laboratory floor. The customer described the volume of the fluid as approximately 2-3 cups. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.